Event description:
This lead was implanted on (B)(6) 2010 and remains implanted up to this date. A call to technical services placed on 5/24/2013 states that noise has been detected on this lead at routine follow-up. The physician was dr.(B)(6) at hospital of (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).